Event description:
On 20-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a peak blood glucose value of 300 mg/dl and elected to discontinue use of the device, reverting to prior insulin pump therapy. The user reported dissatisfaction with dosing performance and sensor connectivity but did not report any injury. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.